Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3199001. D4. Medical device expiration date: 30jun2028. H4. Device manufacture date: 18jul2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the stopper was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is in regards to the 302995..... From customer xxx, rn: we received the following report: when drawing back into the syringe the rubber part in the syringe popped and started pulling air and blood was leaking behind the rubber part of the syringe. Concerned that this specimen was for the blood culture and cause a contaminant. Customer has the item. Describe patient / (hcp) / user impact concern of contamination-- other comments please see answers to my questions below: we received the following report: when drawing back into the syringe the rubber part in the syringe popped and started pulling air and blood was leaking behind the rubber part of the syringe. Concerned that this specimen was for the blood culture and cause a contaminant. Hi xxx, ¿ was there any patient injury or harm? This is a pediatric pt. She is on surveillance for blood culture monitoring. ¿ was this item used on a patient or discovered in the package with the hole? It was used on a patient ¿ can you please provide the part #302995 ¿ can you please provide the lot # and expiration date on the packaging if you have it? Not available ¿ do you still have the tubing set in your possession yes xxx, should we send the used syringe back to the manufacturer or discard?

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. It was reported the rubber part in the syringe popped resulting in leakage. To aid in the investigation, one sample and three photos were provided for evaluation by our quality team. The sample received was loose and had all the components separated. One photo shows the stop web graphics side of two packages with lot numbers: 3130675 and 3199001. The other two photos each show the loose syringe attached to an unknown connector. Both images show the stopper in an insecure position allowing blood to leak past it. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number: 302995, lots: 3130675 and 3199001. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots: 3130675 and 3199001 were inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and are considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10 manufacture narrative.

Event description:
No additional information.